Manufacturer narrative:
Physio-control further evaluated the customer's device and found that battery 2 was very low in charge and very old (2006). It is recommended that batteries be replaced after 2 years. In the patient file, it was noted that battery 2 needed replacing during patient event. The cause of the reported issue was determined to be worn battery pins and an old battery.

Event description:
The customer contacted physio-control to report that their device unexpectedly shut down while in use with a patient. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Physio-control evaluated the customer's device and could not duplicate the reported issue. Physio-control evaluated the device's data log and verified the reported issue. Physio replaced the device's battery well pins to resolve the reported issue, and performed other unrelated repairs. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device unexpectedly shut down while in use with a patient. This issue is patient related; however there was no adverse event reported.